Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The helix was tested pre-implant and functioned normally. The lead was then placed and helix extended but poor sensing amplitudes and pacing thresholds were observed. The physician attempted to reposition the lead but the helix could no longer be extended upon subsequent placement. The procedure was completed with an alternate lead. The attempted lead was discarded following the procedure due to the patient's pre-existing infectious disease. No adverse patient effects were reported.